Event description:
During a premature ventricular contraction procedure, an optical issue occurred causing a delay. The ablation catheter would not display contact force. The tactisys was exchanged, the catheter was unplugged / replugged into the amplifier and the fiber optic connection to the tactisys was checked with no resolution. The tactiflex catheter was exchanged and resolved the issue was resolved with no consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported optical issue and subsequent delay remains unknown.